Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had a problem with the insulin pump this morning. Customer only has one quick set left. Customer stated that when she filled the tubing, it never showed numbers and it pushed the insulin out. Customer has taken the battery out twice and it has not helped. Customer's blood glucose was 315 mg/dl at the time of the incident. Customer stated that she was unable to exit the preparing to prime loop. Customer was assisted with clearing the sensor end alarm. Customer stated that her blood glucose is coming down so she thinks she got something. Customer was advised not to prime while connected as she could deliver insulin to her body unintentionally. Customer stated that she felt shaky all of sudden and her blood glucose was 32 mg/dl. Customer was able to prime successfully. Customer stated that she is in a hospital because she was hit head-on and broken her foot. Customer got a low reservoir alarm. Customer was assisted with filling the reservoir.